Event description:
It was reported the pt's peripheral lead (off-label use) was no longer providing stimulation. During the surgical procedure to address the issue, the physician noted scar tissue had built up around the lead. The physician replaced the lead; stimulation and coverage was restored postoperative. It was reported the lead would not be returned.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.